Event description:
Reportedly, before the device was used, a pre-operation battery test was performed by the hospital staff and no problem was noted, however, during a planned power outage at the hospital, the ventilator shut down due to the depleted battery. The pt was ambu-bagged and switched to another ventilator. There was no pt death or permanent injury reported.